Manufacturer narrative:
(B) (4): results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary - quality assurance analysis revealed that the guide wire was returned with blood on the coils. There was no contrast visible. The shaping ribbon was separated 2.1 cm distal to the center solder. There was 1 cm of shaping ribbon attached to the tipball. There was 2.2 cm of core extending past the stretched out coils. The tip ball and coils wire intact for a length of 1.5 cm. The rest of the tip coils were stretched out distal to the center solder. The core and shaping ribbon were tinned together 2 mm proximal to the distal end of the core. There were numerous offset and overlapped intermediate coils proximal to the center solder for a length of 2 mm. There was a kink in the proximal end of the core 81 cm proximal to the end of the guide wire. There was no other damage noted to the guide wire. The guide wire was returned in a spnc .014/135 cm catheter. The guide wire was sticking out of the tip of the catheter for a length of 6.5 cm. There was thick blood visible in the inflation lumen. There was wrinkled outer member distal to the strain relief tubing for a length of 5 mm. There was no other damage noted to the returned catheter. The guide wire could not measured due to the coil damage and not being able to remove the guide wire from the catheter. An attempt was made to remove the guide wire from the catheter, but due to the offset and overlapped intermediate coils, the guide wire could not be removed. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not perform an eval at the tie of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the device would not cross the lesion. No pt effects were reported. No additional event or pt info is available. This is being filed based on lab analysis which revealed that the shaping ribbon separated from the tipball.